Manufacturer narrative:
Concomitant medical products: 305u221 tissue valve implanted on (B)(6)2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was "firing". The ipg remains in use. No patient complications have been reported as a result of this event.